Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual investigation of the device shows that the tip of the plastic part is partially broken. The visible signs indicate that the plastic broke due to high mechanical loadings while hitting. This device is more than ten years old and shows visible signs of being used often. The investigation indicates usage under hard conditions exceeding mechanical force caused the damage.

Event description:
The tip of the black plastic piece broke into pieces this is report 1 of 1 for this incident, complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis.upon further review of this complaint the reportability has changed from reportable malfunction to serious injury due to a possibility of a retained instrument fragment.